Event description:
A physician reported that the intraocular pressure (iop) temporarily increased above the set value in an ophthalmic system during surgery. The surgery was completed on the same day, and there was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.the manufacturer internal reference number is: (B)(6).